Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that hardware low level failure was found several times. Blood glucose was 400mg/dl. Customer also reported that insulin pump did not beep when it has an alarm. Battery failed alarm was also found. Insulin pump did not alarm battery failed alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self test and the displacement test. No unexpected hardware low level failures alarm during testing however, hardware low level failures is found in the formatted history file due to broken traces at of the keypad assembly.